Event description:
The surgeon stated the pt's outcome was fine, and that he was satisfied with the results.

Event description:
A surgeon reported that during insertion of an intraocular lens (iol) one haptic stuck to the optic. The surgeon did remove the haptic from the optic and afterwards the optic was clear, the haptic could be unfolded and was positioned in the capsular bag. The surgery time was prolonged to 38 minutes. The lens remains implanted with slight decentration. The surgeon indicated there was patient impact but did not provide any details as to what type of impact occurred.